Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, a broken reservoir tube lip and cracked reservoir tube.

Event description:
Customer reported a crack near the reservoir compartment. She reported that her blood glucose did not go down when delivering a bolus and stated that this only occurs when the reservoir is nearly empty. She also reported that the screen had frozen on another occasion. She stated that she kept the insulin pump clipped to her bra and that a part of the reservoir was rubbing up against her. She did not know the blood glucose reading. Nothing further was reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.